Event description:
Information received indicates one dose of cardioplegia was delivered during the case, but subsequent doses could not be given. A blocked or clamped cardioplegia line was suspected. Another dose of cardioplegia was attempted, but the circut leaked and the user alleges that patient blood contacted the hcp. No implact or change to the hcp health status has been reported. The circuit was replaced during the case with no patient complication, other than blood loss reported.